Event description:
The facility reported a patient had developed blisters and hyperpigmentation following the third treatment. Treatment was for hair removal on the legs. Lumenis has been unable to confirm seriousness of injury.